Event description:
The patient/layperson alleged that the onetouch ultra2 meter prompted apply sample in 2008 at 5pm when attempting to test. Thirty minutes after the reported issue began, the patient indicated she was "shaky with blurred vision." The patient reportedly ate more food after the issue. Customer service replaced the meter and test strips when unable to resolve the alleged issue. The patient's past blood glucose results were not known. The patient self adjusts her insulin. Because the patient reportedly developed symptoms that can be associated with severe hypoglycemia after being unable to obtain a blood glucose result, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.